Manufacturer narrative:
There were no physical samples submitted with the complaint report. One picture was submitted for investigation. Based on the picture it was not possible to confirm the issue reported by our customer. The device history records (DHR) files were reviewed and no discrepancy was found according to the failure mode reported. The root cause could not be determined by evaluating the picture received. No corrective and preventative actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria. The manufacturing plant will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the connector detached from the feeding tube leaving part of the tube outside of the patient. The nurse removed the tubing with their fingers the same as any other feeding tube removal. No medical intervention was required. The feeding tube was originally placed on (B)(6) 2019.